Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple common device names: intravascular administration set bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set had no blood flow due to air bubbles in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.